Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The patient underwent multiple surgeries/debridements/explant 2 stage following diagnosis of altr. Infection was diagnosed: organism - polymicrobial. The patient was reported to be symptomatic.

Event description:
The patient underwent multiple surgeries/ debridements / explant 2 stage following diagnosis of altr. Infection was diagnosed: organism - polymicrobial. The patient was reported to be symptomatic. Additional information received from (B)(6) it was reported that the patient had a right hip revision surgery on (B)(6) 2011.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate/abgii modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient underwent multiple surgeries/debridements/explant 2 stage following diagnosis of altr. Infection was diagnosed: organism - polymicrobial. The patient was reported to be symptomatic.